Manufacturer narrative:
(B)(4). Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported the device was explanted and replaced for exhibiting signs of premature battery depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory. No further information is available.